Event description:
It was reported that during the implant procedure the physician needed to abort the procedure due to a hematoma with an inflatable penile prosthesis (ipp). The ipp was not implanted and no new device was implanted. The physician does not believe the hematoma is a result of injury during the procedure.